Event description:
The user facility reported that during a therapeutic lithotripsy procedure, the lithotriptor pipe broke when the doctor attempted to crush a stone. An emergency lithotriptor was then utilized in an attempt to crush the stone, but the basket wire broke. However the users were able to free the basket, and the lithotriptor was safely withdrawn from the pt. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the breakage occurred at the connection between the pipe and the basket wire. There were no abnormalities observed with the subject lithotriptor. The original equipment MFR determined that the cause of the breakage was likely due to the hardness of the stone. The device instruction manual warns users that "use of this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as emergency measure." This report is being submitted as a medical device report in an abundance of caution.